Event description:
Event description: on 23 jan 2026, arthrex was notified via email of a case study published on october 2011 by the foot and ankle int. Journal ¿hammer toe correction using an absorbable pin.¿ the study reviewed 29 patients and identified that lesser toe deformities were experienced in 18 patients during the 18-month follow-up with use of trim-it pins. Of the 18 patients, 16 experienced a floating toe. Ref: konkel kf, sover ER, menger ag, halberg jm. Hammer toe correction using an absorbable pin. Foot ankle int. Oct 2011;32(10):973-8. Doi:10.3113/fai.2011.0973.